Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The top case assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported device shut down during testing. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to a manufacturing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered off during testing and had an unresponsive touchscreen. There was no patient involvement reported.